Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with the battery voltage at elective replacement indicator level (eri), in line with the projected longevity. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and there was no indication of premature depletion detected. A review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. A longevity assessment was performed based on average drain current, and the device met projected longevity indicating normal battery depletion.

Event description:
Technical support was contacted and suspects the battery depletion on the device to be due to normal depletion.

Event description:
It was reported that a decrease in the battery of the device was observed and was suspected to be premature. The device was explanted and replaced to resolve the event. The patient was stable.